Event description:
It was reported that this right ventricular lead exhibited oversensing, due to this inappropriate atrial tachy response (atr) episodes and episodes of ventricular tachycardia were recorded. Which led to pacing inhibition of less than two seconds. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.